Manufacturer narrative:
It was reported that the error for low leak co2 rebreathing risk had occurred. The customer's tubing and test lung setup were confirmed to be correct. The customer stated they had inspected the proximal port and exhaust port on the bottom of the device and confirmed that neither are clogged or have anything blocking them. The customer also confirmed that the device was properly connected and not twisted. The remote service engineer (rse) then recommended the customer to replace the flow sensor assembly. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for low leak co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for low leak co2 rebreathing risk had occurred. The customer's tubing and test lung setup were confirmed to be correct. The customer stated they had inspected the proximal port and exhaust port on the bottom of the device and confirmed that neither are clogged or have anything blocking them. The customer also confirmed that the device was properly connected and not twisted. The remote service engineer (rse) then recommended the customer to replace the flow sensor assembly. The investigation is ongoing.